Event description:
It was reported that the pt's blood glucose level was elevated as high as 500 mg/dl. The pt's mother changed the infusion set and felt that it took too long for insulin to come out of the infusion set. The pt was switched to his backup infusion device and his blood glucose levels returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for product eval.

Manufacturer narrative:
The incident returned outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.